Manufacturer narrative:
Continuation of d10: product ID 37612 , serial# (B)(6), implanted: (B)(6) 2022, product type implantable neurostim ulator . Product ID 37602 , serial# (B)(6), implanted: (B)(6) 2021, explanted: (B)(6) 2022, product type implantable neurostimulator. Product ID 37642 , serial# (B)(6), product type programmer, patient. Section d information references the main component of the system. Other relevant device(s) are: product ID: 37642, serial/lot #: (B)(6) , UDI#: (B)(4). Analysis of the programmer product ID: 37642, serial/lot #: (B)(6) found the device was scrapped due to corroded boards. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient's programmer is not powering on. Caller has tried 3 sets of new batteries but that did not resolve the issue. An email was sent to repair to replace the programmer.